Event description:
Pt was reportedly hospitalized for acute dizziness with nausea and vomiting. While hospitalized, patient experienced hypoglycemia coincident with extraneal therapy (a labeled interferent for the test strips). During the first days of patient's admission, blood glucose was monitored (due to patient's low food consumption and vertigo) with reported results of >30 mmol/l. Based on these values, patient was treated with subcutaneous injections of short-acting insulin. When this did not produce satisfactory results, patient was treated with continuous intravenous insulin via and insulin pump. The following weekend, patient reported that she was feeling worse and complained of dizziness and perspiration. Patient's capillary blood glucose was measured, using the suspect product, with a result of 15.4 mmol/l. One hour later, patient reportedly became comatose and suffered hemiparesis with torticollis. An arterial blood gas test was conducted which showed no abnormalities; however, the blood glucose value, automatically measured during the blood gas test, revealed patient's blood glucose to be 1.2 mmol/l. Patient was treated with intravenous glucose, after which neurological picture reportedly normalized. No long-term consequence, as a result of insulin induced hypoglycemia, was reported. The test strips were not returned to the manufacturer for evaluation. Event was described in the dutch medical journal article: nienhuis, w., et.al., hypoglycemic coma due to falsely elevated glucose values in a patient with diabetes mellitus and peritonel dialysis, ned tijdschr geneeskd, 2006; 150: 1574-1576.